Manufacturer narrative:
The screws have not returned for evaluation as they remain in situ. Radiographic images were provided which confirm the event of two screws fractured at the neck. A review of the device history records could not be performed as the identifying lot number was not provided. Based on the information provided, the root cause cannot be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
About one year postoperatively, radiographic imaging showed two right si. Core screws had fractured at the neck. No revision surgery is needed at this time. This is report 1 of 2.